Event description:
Additional information was received on 01mar2021. The tip was left on the vessel wall. They used a bms to encage it and starts an anticoagulant treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section b2, it was initially reported as "other serious or important medical events"; however, it has been confirmed to be "required intervention to prevent permanent impairment/damage", and to provide additional information in section b5. Sections d9 and h3 have been updated, it was initially reported the device was available for evaluation; however, it was confirmed to no longer be available, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the reproductive test results conducted in the past, it is known that a break in the wire may occur due to the following mechanisms: factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the loads described below. As a result, all the test samples were found that the niti-core wire under the platinum coil was broken off, and the platinum coil had been unraveled and elongated. Subsequently, when the samples were exposed to a pulling load in the withdrawal direction, it was observed that the platinum coil was broken off in all the cases. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result. Apply pulling load in one direction. The broken end of the niti-core wire was deformed in tapered shape. The broken section was oblique. Apply repetitive bending load. The broken end of the niti-core wire was not tapered or bent. Dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire was curved and tapered. Torsional deformity was observed on the broken surface. Apply one-way torque load. The broken end of the niti-core wire was twisted. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the distal end of the actual sample was trapped due to some factors; the actual sample in that state was subjected to one of reproductive loads. As a result, the niti core wire under the platinum coil was broken off, and the platinum coil was unraveled and elongated. When the actual sample was pulled in the withdrawal direction further, the platinum coil was broken off. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. The shipping inspection record regarding the involved product code/lot# combination was reviewed for the breaking strength of the distal tip. It was confirmed that no anomaly was noted in it. (B)(4).

Event description:
The user facility reported that the involved runthrough ns was used during the procedure. The tip of the guidewire dislodged and had to be impacted against the artery with a stent. The patient had multiple vessel lesion, right distal coronary 90% lesion type b1. The patient impact was unknown. The procedure outcome was unknown.